Manufacturer narrative:
The lens remains implanted, therefore, it is not available for eval. Investigation of the event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that there was significant wound leak and the lens was noted to be vaulted one day post-op. The pt was taken to the operative room, the eye was re-inflated and the lens was rotated. Additional info has been requested, but has not been received.